Manufacturer narrative:
Arjo was informed about an issue involving a citadel plus bed. Following information gathered, the safety side rail was broken off the citadel plus bed. The faulty bed was immediately excluded from use. No injury nor other medical consequences were reported to arjo. The involved citadel plus (which was a part of rental fleet) was picked up from the customer to be repaired. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side detachment might be related to an excessive force applied to the safety side. This is the most probable scenario, however the exact cause could not be determined due to the limited information provided by the facility staff. Sum up, the safety side rail was detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. While the incident occurred the bed was being used by the patient. Although no adverse event occurred, the complaint was decided to be reportable due to the safety side rail detachment.

Event description:
Arjo was informed about an issue involving a citadel plus bed. Following information gathered, the safety side rail was broken off the citadel plus bed. The faulty bed was immediately excluded from use. No injury nor other medical consequences were reported to arjo.